Event description:
Reportable based on analysis approved on 15 june 2006. It was reported that during a fistulagram diagnostic procedure, the tip of the zipwire ss guidewire was severed and the nitinol core exposed. The zipwire was removed and replaced with another guidewire to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "no harm".

Manufacturer narrative:
As received, the 180.00 cm long specimen presented a finished diameter of 0.031940" to 0.032880" when measured with a 2-axis lasermike non-contact micrometer. The specimen presented 0.25 cm of the distal tip of the core wire exposure due to removal of the extruded polymer jacket material by tensile overload. This distal 0.25 cm segment of polymer extrusion was not included with the specimen device. Visually and tactilely, the remaining coating surface appeared normal and consistent with a clinically exposed device when viewed at 18" with vision corrected to 20-20 and at 6.7x magnification. The specimen surface presented limited random, minor, irregular sized and shaped regions of worn coating scattered throughout the length of the specimen. Though clinically used, the specimen wire hydrated readily and remained hydrated for approximately 1 minute. When hydrated, the coating felt smooth, consistent, and lubricious throughout the entire length of the specimen. Though clinically exposed, the specimen wire hydrated readily and remained hydrated for approximately 1 minute. The specimen did not present any indication of manufacturing defect or anomaly. The complaint documentation did not identify when the damage was incurred/noted. The limited damage to the hydrophilic coating suggested the specimen was not used clinically, indicating the possibility that the damage was incurred while removing the specimen wire from the dispenser assembly without adequate preparatory hydration. At this time, assignment of root cause for this complaint would be subjective, based on the limited information provided in the complaint documentation and the evidence presented by the specimen. The evidence presented by the speimen suggested procedural factors may have contributed to the event. These observations were based on the evidence presented by the specimen and the limited information provided in the complaint documentation. Since no lot traceability was provided by the user facility, lake region was unable to review the device history records relative to the manufacturing, inspecting and packaging of this wire. The exact root cause for this incident could not definitely be determined form the information provided. The specimen did not present any indication of manufacturing defect or anomaly. The evidence presented by the specimen suggested procedural factors may have contributed to the event.